Event description:
It was reported that during deployment of a vena cava filter from the left femoral vein, the filter did not release from the pusher pad, which required additional manipulation in order to complete the filter deployment. The filter was moved caudally in the ivc during the process and a filter limb appeared to have perforated the ivc. The filter was retrieved from the right jugular vein and another filter was implanted. There was no reported pt injury.

Manufacturer narrative:
This event was reported via a voluntary med watch report # (B)(4). The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.